Event description:
It was reported to rhytec, inc. That a pt experienced hypertrophic scarring on both cheeks requiring kenalog injections, silicone sheeting and excision. The pt appeared to initially heal, but then developed granular crusts. There was a question that the pt may have scratched herself in her sleep. The dr atrributes the incident to possible inexperience with the device and the fact that the energy pulses delivered may have been inadvertently stacked.

Manufacturer narrative:
This event is attributed to over-treatment with possible post treatment issues associated with the premature removal of over treated skin.